Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient underwent revision because of a periprosthetic fracture around a competitor stem on (B)(6) 2017. Depuy reclaim femoral stem was placed. Following the surgery the patient has been in the ICU for medical care. He was found to have a dislocated hip and a closed reduction was attempted on (B)(6) 2017. That was unsuccessful. On (B)(6) 2017, the patient was scheduled for an open reduction possible revision. When opening for that case, a depuy set was compromised and the case was cancelled till (B)(6) 2017. On (B)(6) 2017 the case proceeded. A competitor constrained liner was placed and 32 mm head was placed. In the pacu a femur fracture was noted, the patient returned to surgery and a plate was placed in the fracture. Doi: (B)(6) 2017, dor: (B)(6) 2017, right hip.